Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) inspected the instrument to assess for the cause of the burning smell and smoke. The fse noted a charred component on a motion control card (mcc) printed circuit board (pcb). The fse replaced the affected mcc pcb. In conclusion, the cause of the event is attributed to a malfunction of the mcc pcb. (B)(4).

Event description:
The customer reported observing a burning odor and smoke coming from the customer's unicel dxi 600 access immunoassay system (serial number (B)(4)). There was a report of no open flames, the laboratory's fire alarms did not activate and the fire department was not called in association with the observed smoke. There was a report of no user injury or erroneous patient results in connection with this event. A beckman coulter field service engineer was dispatched to assess the instrument.